Manufacturer narrative:
The investigation into the reported low pump flow and product damage has been completed since the original report was filed. No product was returned. As per clinical, the pump immediately got low flows of 0.8 l/min with constant suction alarm and the doctor confirmed the cannula was kinked up by the outlet cage. Data logs were reviewed and multiple suction alarms with flow less than 1 l/min was found. The cause of the low pump flow issue was most likely due to kinked cannula occurred during delivery of the pump and low flow with suction alarms observed per log and clinical review.

Event description:
The user facility reported a 40-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Upon impella implant there were suction alarms with a flow of 0.8. Staff noticed the cannula was kinked up by the outlet cage. Doctor attempted to reposition the pump, but was unsuccessful and the kink could not come out. The pump was replaced successfully. No patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.